Manufacturer narrative:
The reported field event of no communication was confirmed in the lab. The cause of the loss of communication was due to a depleted battery. The battery depletion was a result of high current in the hybrid. The high current was due to an electrical component failure in the high voltage circuitry. The session records from the field showed the failure occurred after a capm and dft testing was performed.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that during initial implant , the implantable cardioverter defibrillator failed to interrogate. The device was re-interrogated with a second programmer and a different wand but the issue was not resolved. A radio knife was not used after connecting the device to the lead. The device was replaced and interrogation of the replacement performed smoothly. Patient was stable.